Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had been to the or seven times since (B)(6) 2012. The patient has a blood clotting disorder and autoimmune disease, and had had her blood thinners and amino suppressants adjusted, and everything was now straightened out. It was noted that the procedure in march was because the incision had closed all the way to the skin, but part of the device was sticking out and got infected. It was very inflamed, irritated, and was tearing the skin. The patient was given antibiotics and the patient was unsure if she was given another device or just kept the same one. It was reviewed that the manufacturer¿s device registry did not show that another device was implanted. It was indicated that the patient just had her device moved this month from her left hip to the right hip because the tissue was not healing well. It was noted that the patient¿s physician had to leave the left hip site open to allow it to heal, but the patient started hemorrhaging and had to go back to the or to have that sutured and cauterized on (B)(6) 2013. The incision was still open, but was healing, and the new site was healing great. It was noted that although the patient was still having issues with incontinence and retention, her symptoms had improved. The patient was voiding 40 times a day and having to straight catheterize, but now might only void 20-25 times a day and only has to catheterize a few times a week instead of every day. The patient felt therapy was working great.

Event description:
It was reported the patient's device pocket opened at the incision. The patient reported that it occurred "due to a blood disorder." The patient was instructed by her physician to allow the site to "heal from the inside out." It was noted the patient's incision had healed by (B)(6) 2012. It was further reported the patient visited her physician on (B)(6) 2013 due to a hematoma. During the visit, the patient was noted to have had the pocket site "cleaned out." The patient was reported to have been "receiving good therapy and doing well." A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Product ID 3093-28, lot # va0295r, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).